Manufacturer narrative:
The reported event of sensing noise was confirmed. As received, a complete lead was returned in two pieces for analysis. Visual inspection of the lead found an external insulation abrasion exposing the outer coil consistent with friction to the device can at 46.2cm to 46.4cm from the distal tip. The cause of the reported event was isolated to the insulation abrasion found on the lead.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise on the right ventricular (rv) lead resulting in pacing inhibition. The physician elected to explant and replace the rv lead. The patient condition was stable.